Manufacturer narrative:
At this time, the cardiac resynchronization therapy defibrillator (crt-d) has been returned but analysis is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that the non-boston scientific right atrial (ra) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had pacing impedances of less than 200 ohms and was failing to achieve capture. The non-boston scientific lead was surgically capped and this crt-d was replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of low impedance and failure to capture.

Event description:
This supplemental report is being filed as device evaluation has been completed.